Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 05-mar-2020. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('gynaecological pain') in an adult female patient who had essure (batch no: 835435) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), headache ("headache"), arthralgia ("joint pain"), insomnia ("insomnia"), fatigue ("fatigue") and blindness ("vision loss"). Essure treatment was not changed. At the time of the report, the pelvic pain, headache, arthralgia, insomnia, fatigue and blindness outcome was unknown. The reporter provided no causality assessment for arthralgia, blindness, fatigue, headache, insomnia and pelvic pain with essure. Lot number: 835435, manufacture date: 2011-02, expiration date: 2014-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('gynaecological pain') in an adult female patient who had essure (batch no. 835435) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), arthralgia ("joint pain"), blindness ("vision loss"), headache ("headache"), insomnia ("insomnia") and fatigue ("fatigue"). At the time of the report, the pelvic pain, arthralgia, blindness, headache, insomnia and fatigue outcome was unknown. The reporter provided no causality assessment for arthralgia, blindness, fatigue, headache, insomnia and pelvic pain with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.